Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. It was found that the downstream occlusion seal was delaminated. Replaced the battery compartment, springs, pogo contacts, separators, gaskets, insulator and downstream occlusion seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a bubbled dso seal, lightly damaged battery compartment latch. Investigation found a delaminated dso seal.